Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had image error. There was no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope connector had fluid due to leak. The control body had fluid; the scope was dried through an aeration process. The charged-coupled device shrink tube was split and cut. There was chip, lifting and scratches of the distal end. Bending section failed electrical continuity test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a conduction failed on the circuit board in the scope connector by moisture that invaded the device from the leaking point. Charge-coupled device cable was kinked/broken by physical stress on the insertion section. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.